Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: on (B)(6) 2022, the patient was allegedly admitted to the hospital due to a leak from his intestine, possibly caused by suction from the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On (B)(6) 2022, the following information was reported to kci by the patient's home health nurse: the patient has continued with hospital admission since (B)(6) 2022. No additional information was provided. On (B)(6) 2022, the following information was reported to kci by the physician: the physician was uncertain whether v.a.c.® therapy caused or contributed to the enteric fistula that formed, but noted the fistula developed at the site of v.a.c.® therapy placement. The patient was admitted to the hospital for a enteric fistula that is being managed with wound care and nutritional support. No surgical interventions were taken, and the patient was discharged home. On (B)(6) 2022, a device evaluation was completed by kci quality engineering. On 26-jan-2022, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 15-jun-2022, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged intestinal leak is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has history of complication. The device passed quality control checks before and after patient placement. Contraindications do not place foam dressings of the v.a.c.® therapy system in contact with exposed blood vessels, anastomotic sites, organs or nerves. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy.